Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left coronary artery. A 2.25x28mm promus element drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent struts was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 2.25x28 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found evidence of damage, with proximal stent damage and bunching. The undamaged stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left coronary artery. A 2.25x28mm promus element drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent struts was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.